Event description:
International affiliate reports that during minimally invasive surgery, two polyaxial pedicle screws were inserted on the right side of the spine and a rod was then inserted into the heads of the pedicle screws. A set screw was inserted into the distal pedicle screw and was tightened without difficulty. However, the surgeon was unsuccessful in attempting to assemble five different set screws to the proximal pedicle screw. It was reported that the proximal pedicle screw was left in place. No other information was provided regarding this event.

Manufacturer narrative:
No conclusions can be made. The screw remains in the patient and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Complaint trend analysis found no other complaints have been reported for this catalog number. At this time, the complaint is considered to be closed.